Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 1352 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient had her baclofen pump refilled on (B)(6) 2016. Subsequently the company representative was notified on (B)(6) 2016 at approximately 4 pm that the patient had been admitted to a hospital emergency room (ER) because she was sleepy and un-arousable. After arriving at the ER the patient was identified for the company representative and the ER physician had gathered some of the information stating the pump had been refilled the day before and they were concerned that she was either getting too much baclofen (increased dose) or that she might have received a "pocket fill". At this time the patient's dose was a decreased from 1352 mcg/day down to 676 mcg/day (a 50% decrease). The patient was breathing on her own and was sent to the intensive care unit (ICU) for observation and treatment. The company representative was called back to the ICU around 6 pm to help further decrease the pump rate by another 50% to 338 mcg/day. Then on (B)(6) 2016 the ICU physician at the hospital along with the information provided by the managing physician decided to check the pump reservoir because they felt like a pocket refill had occurred. The pump was accessed with a refill kit and it was determined that the patient had only approximately 4 ml of baclofen in the pump where her programmer telemetry report indicated the patient should have had about 39 ml of baclofen in the reservoir since she was just refilled. The ICU physician then discarded the 4ml he removed from the pump and refilled with a full 40 ml of baclofen. The dose was left at 338 mcg/day until the patient fully recovered. No further diagnostic testing/troubleshooting was noted. No surgical intervention occurred or was planned. Environmental/external/patient factors that may have led or contributed to the issue was noted as having been none. The issue was unresolved at the time of the report and the status of the patient as of (B)(6) 2016 was unknown. Other medications (oral, etc.) The patient was receiving at the time of the event and their medical history was unable to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.